Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had entered safety mode, and upon interrogation the follow codes were identified: 0xa, 0xa, 0xa. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Event description:
It was reported that this pacemaker had entered safety mode, and upon interrogation the follow codes were identified: 0xa, 0xa, 0xa. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was verified that critical therapy remained available. Memory review also determined the device had recorded three errors, which is why it appropriately moved to safety mode operation. During testing, the device operated as expected. The root cause of the errors recorded by the device could not be confirmed.